Manufacturer narrative:
A siemens healthcare field service engineer (fse) was not sent to the customer site. The instructions for use for the advia 1800 sodium and chloride methods specify that qc must be run after performing a new calibration. The customer calibrated but then did not run qc, resulting in the discordant sodium and chloride data. The situation was corrected by the customer calibrating the ise's with fresh calibrators and then running qc. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant elevated sodium and chloride results were obtained on an advia 1800 for 50 pts. The results were reported to the physicians. The operator had run qc and calibrated with a calibrator that had been on the instrument for 24 hrs. Qc was not rerun after calibration. The initial results were questioned by a physician. The operator installed fresh calibrator, reran qc and then reran samples. Corrected reports were then issued. There were no reports of pt intervention or adverse health consequences due to the discordant sodium and chloride results.